Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported issue mechanical jam of the lock line was confirmed. The reported inability to fully close the clip could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the reported mechanical jam of the lock line was due to procedural circumstances. The cause of the lock line knot and difficulty closing the clip could not be determined. The cause of the reported inability to close clip could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other additional device referenced is being filed under a separate medwatch report number.

Event description:
This is being filed to report inability to remove lock line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system was advanced to the mitral valve, and the clip was placed; however, the lock line became stuck during removal and it was not possible remove the lock line. Troubleshooting was performed. The clip could not be fully closed, but was able to be removed with the clip delivery system into the steerable guide catheter (sgc). It was noted that there was unknown damage on the sgc soft tip. The procedure was successfully completed with a new sgc and cds. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.